Event description:
Customer reported a button error on her insulin pump. The device also alarmed battery out limit after the button error. Customer's blood glucose is 143 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had button error alarm due to corroded keypad traces. Insulin pump had cracked lcd window, cracked case at display window corner, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.